Event description:
It was reported that the health care professional (hcp) requested a review of the presenting electrogram (egm) for the patient with this pacemaker due to suspected right ventricular (rv) loss of capture (loc). Technical services (ts) was consulted, discussed possible options for troubleshooting. The hcp noted the patient was asymptomatic. This pacemaker remains in service. No adverse patient effects were reported.